Manufacturer narrative:
S/w version : 4.11j. Retainer ring=black. The insulin pump was returned for insulin pump error 46 and unexpected battery power loss found on (B)(6) 2022. Insulin pump¿s history and trace files downloaded successfully using thus software. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at (0.0872) inches. No insulin pump error 46 alarm noted during testing or event date in history files. No anomalies/alerts/alarms noted during testing or on event date in history file. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1. The motor was tested outside of the device and it passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, pillowing keypad overlay, cracked belt clip rails, keypad overlay texture damage. Insulin pump error 46 is not confirmed. Unexpected battery power loss is not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and complete to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis